Event description:
Boston scientific received information that during a routine device replacement, this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.